Event description:
It was reported that the customer's insulin pump had a failed battery alarm. The caller stated that the battery was changed, but the alarm continued. The customer stated that his insulin pump also alarmed. The customer's blood glucose reading was 200mg/dl. No further information was provided.

Manufacturer narrative:
Failure analaysis revealed that the insulin pump passed the displacement test, operating currects, self test and off no power test. However the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.